Event description:
Follow up with the physician found that there was no relationship between the increased seizures to vns. The physician has continued to increase vns settings as an intervention for the seizures and stated that the increase has been back to pre-vns baseline levels according to his knowledge. It is unclear if ther patient has multiple seizure types if all have increased.

Event description:
It was reported that the patient has been experiencing daily seizures since implant surgery a few days prior. Attempts to obtain addition information have been unsuccessful to date.